Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol CAPA (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the filiform double pigtail ureteral stent broke upon insertion during a cardiovascular procedure. There were no reports of any sections of the device remaining within the patient or any serious injuries to the patient.